Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's insulin pump was going into low threshold suspend based on sensor readings, while his blood glucose is high. The customer had a blood glucose of 563 mg/dl when he ran with a dog, and this was treated with manual injection. The insulin pump was verified to be delivering by pushing insulin out of the cannula. An infusion set change was performed when the customer's blood glucose was 569 mg/dl. Troubleshooting was not performed and the customer's blood glucose was down to 305 mg/dl, which it was stated, would continue to be monitored every 30 mins.